Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in march 2025. H11: the device and retained sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was conforming as per product specification. The returned device was gravity tested, no issue was noted, and the administered solution was running correctly through the set. The device was air/leak tested via a calibrated leak tester and no leak or issue was observed. Inspection of the retention sample confirmed that the set is conforming. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mirafilter IV extension set leaked from the filter. This occurred during priming. There was no patient involvement. No additional information is available.